Manufacturer narrative:
MDR: 3009897021-2020-01033 submitted on 02-dec-2020 noted the following: b3: date of event: on (B)(6) 2020. Correction b3: date of event: on (B)(6) 2020. Based on the correction provided, kci's assessment remains the same; this event is being reported as a potential user error.

Manufacturer narrative:
Based on information provided, the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound on (B)(6) 2020. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The clinical progress notes reported the dressing was left in the patient's wound for eight days and the nurse was unable to remove all of the foreign material. Per the clinical notes, the patient experienced a infection prior to v.a.c.® therapy being initiated and was due to non-compliance. Additionally, the clinical notes do not indicate an infection developed nor do they note antibiotic therapy being prescribed due to the foreign material. The infection alleged by the patient is considered an ongoing pre-existing condition and is not considered reportable. The bleeding noted is considered minor and kci has deemed not reportable. The clinical progress notes reported the dressing was left in the patient's wound for eight days and the nurse was unable to remove all of the foreign material. This event is being reported as a potential user error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 02-nov-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed due to the patient's skin growing into a foreign material alleged to be v.a.c.® granufoam¿ dressing that allegedly caused an infection. The patient is scheduled to have surgery to remove the foreign material on (B)(6) 2020. The patient stated there was too much time between dressing changes due to a personal issue that caused the patient to miss their appointments. On 17-nov-2020, the clinical progress notes were provided to kci by the nurse: on (B)(6) 2020, it was noted the activ.a.c.¿ ion progress¿ remote therapy monitoring system was in place and the dressing had not been changed since (B)(6) 2020. The wound exhibited a foul smell. The nurse was able to remove the foreign material from the surface of the wound bed with normal saline "but in the depth of the wound the sponge started to tear and nurse was unable to see the bottom of the wound bed, sponge still intact by a small amount and adhered to the wound bed." The patient was instructed to go to the emergency department for removal. The wound was covered with an alternate dressing. On (B)(6) 2020, it was noted the patient is noncompliant and failed to follow up as scheduled and subsequently developed a "raging" wound infection prior to initiating v.a.c.® therapy. V.a.c.® therapy was placed for wound management however due to noncompliance the sponge has been retained for over a week. "Granulation tissue had already grown over the wound vac sponge material" and could not be pulled out. The patient had a computerized tomography (CT) scan that indicated "heterogeneous attenuation within the open wound suggestive of packing material." It was also noted that "due to noncompliance wound vac sponge is retained within the subcutaneous layer." The patient agreed to move forward with wound debridement. On 17-nov-2020, the following information was reported to kci by nurse: the patient had v.a.c.® therapy on and missed wound care for 8 days. The patient was sent to the emergency department on (B)(6) 2020 and (B)(6) 2020. The patient left against medical advice and returned (B)(6) 2020. On (B)(6) 2020, the foreign body was removed from the wound by surgical debridement with minor bleeding noted. Patient did resume v.a.c.® therapy. It was noted the event and conditions of the patient resolved, however, the wound is still present. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history record review and a device evaluation could not be performed.